Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There was no leak noted during preparation prior to use or during the first three inflations, which suggests a product quality issue did not contribute to the reported difficulties. It is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during the fourth inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.5x12 nc trek was inflated three times in the left circumflex coronary artery without incident. When it was inflated in the moderately calcified, proximal left anterior descending coronary artery, the nc trek ruptured at approximately 8 atmospheres. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.